Event description:
Event description cpi received information that during an implant procedure this ventricular unipolar lead (4161) exhibited high threshold and no sensing. The physician elected not to use this lead.